Event description:
It was reported a hole in PICC line was seen at level 6.5cm. The patient will receive a second treatment. When the entire drop has gone in, the patient's arm is sore, backflow is ok and no pain when flushing. They pulled the catheter and find a hole. The patient's arm is still sore a couple of days after treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a hole in PICC line was seen at level 6.5cm. The patient will receive a second treatment. When the entire drop has gone in, the patient's arm is sore, backflow is ok and no pain when flushing. They pulled the catheter and find a hole. The patient's arm is still sore a couple of days after treatment. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 41cm, inserted in the basilic, exit site marking was 2,5cm, secured with a secureacath at the 2cm mark. PICC dressed straight along the patient¿s arm. PICC used for oncology treatment of capox. Extravasation occurred, patient feeling pain the arm after treatment with one bag of cytotoxics 21 days after insertion, hole in piccline at level 6.5cm. Site cleaned with chlorahexidine 5mg/ml chlorhexidine 100ml bottle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.